Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh9020tdd lot# serial# (B)(6) section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. It was reported that patient stated it was supposed to take 3 minutes to deliver a bolus, but it was taking 6 minutes. Patient also stated they had to charge the communicator a lot more often than they had to when they first got it. Agent walked patient through clearing the data in the handset. The troubleshooting steps that were taken on the call resolved the issue..